Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was attempted to be inserted into the sheath and it was noted that the distal part of the mounted stent was slightly stretched towards the tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.